Event description:
A mayfield skull clamp pin slipped resulting in a laceration to the right parietal area of the pt's head. The injury was sutured and another clamp was applied. The incident report indicates that mechanical failure of the rocker arm to lock led to slippage of the pin. The clamp identified in the incident report was tested thoroughly and passed all tests. The rocker arm locked securely every time it was tested. As long as the arrows were lined up, there was no movement of the rocker arm. The cause of the slip remains unconfirmed.